Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was discovered that the o-ring was missing from the current cartridge that the customer was trying to load onto the pump. The customer removed the o-ring from the pneumatic tap and an addition new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.